Event description:
Complainant alleged that while attempting to convert the heart rhythm of a pt, the clinician pressed the sync button and the device displayed a "defib fault 95" message. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.